Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding at the distal end of the outer tube was damaged. The outer tube was deformed, so the parts could not be disassembled or reassembled. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the meniscus of the charged coupled device section was broken, and therefore the image quality was poor, and the light guide-bundle of the video cable section was broken, and consequently the light transmission was lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited a very dark image and multiple broken fibers at the generator connector. The issue was identified during inspection for use. There was no patient involvement.